Event description:
Screw head broke off during surgery, shaft left in the pt. No extension of surgery time.

Manufacturer narrative:
Examination of the returned product by a depuy warsaw material research manager confirmed the fracture. Evidence suggests the screw fractured in torsion. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.